Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the ht70 ventilator had an oxygen sensor issue. There was no patient involvement. Service engineer evaluated the ventilator and replaced the oxygen sensor, oxygen sensor cable and the pump assembly. All tests and calibrations passed per service manual.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the oxygen sensor, oxygen sensor cable, pump assembly and updated the software to the latest version. All tests and calibrations passed per service manual. One of the oxygen sensor was returned to medtronic for further analysis. The sensor had no visible signs of damage. The sensor made a rattling sound when shaken, indicating the fluid inside had partially dried out. The sensor was also noted to be expired. One of the oxygen sensor cable was returned to medtronic for further analysis. The cable had no visible signs of damage on arrival. The complaint was not verified by the component, as no faults were found and all testing passed. The likely cause of the event was isolated to an expired oxygen sensor with dried fluid within the oxygen sensor. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.